Event description:
Pdc received a call on (B)(6) 2014 reporting a medical attention that occurred on (B)(6) 2014 between 1-2 pm. Pt's husband (B)(6) stated that pt displayed signs of low blood sugar. Pt was incoherent and sweating. The reading on the prodigy meter at the time of time of the event was 119 mg/dl. Paramedics were called 15 minutes after testing with the prodigy meter .upon arrival. Paramedics performed a glucose test on pt using their meter, with a result of 55mg/dl approximately 25 minutes passed between testing with the prodigy meter and the paramedics's meter. Pt was given orange juice and a salami sandwich and was not transported to emergency room. Pt also tested her blood glucose with her husband's meter getting a result of 56 mg/dl. Pdc sent replacement and prepaid envelope requesting return of suspect device.